Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/perforation (uterus)'), fallopian tube perforation ('perforation and fallopian'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included ovarian pain, dysmenorrhea, dysuria, urinary frequency, burning micturition, adenomyosis, uterine enlargement and painful intercourse. In 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy (full), and undergo one or more surgeries to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: surgical pathology report: specimen: uterus, uterus, cervix and bilateral tubes final diagnosis: result: uterus: cervix, and bilateral fallopian tubes 1. Chronic endocervicitis. 2. Secretory phase endometrium. 3. Myometrium with no significant pathologic abnormality. 4. Right fallopian tube with no significant pathologic abnormality. 5. Left fallopian tube with paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: perforation were perforation (uterus).new events:perforation (fallopian tubes), abnormal bleeding (vaginal), plaintiff did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian pain, dysmenorrhea, dysuria, urinary frequency, burning micturition, adenomyosis, uterine enlargement and painful intercourse. In 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, perforation and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: surgical pathology report: specimen: uterus, uterus, cervix and bilateral tubes. Final diagnosis: result: uterus: cervix, and bilateral fallopian tubes. 1. Chronic endocervicitis. 2. Secretory phase endometrium. 3. Myometrium with no significant pathologic abnormality. 4. Right fallopian tube with no significant pathologic abnormality. 5. Left fallopian tube with paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: ppf received. Reporter's information was added. Added event perforation, menorrhagia. Updated outcome of event menorrhagia from unknown to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.